Event description:
Boston scientific received information that the patient with this lead was seen for routine follow-up. The patient reported feeling muscle stimulation in their lower abdomen. Upon interrogation the lead displayed low r-wave measurements, a drop in pace impedance and non-capture at maximum output. A chest x-ray was performed where it was determined the lead had dislodged and perforated the patient's right ventricle. There was no cardiac tamponade. The patient was seen for a lead revision procedure where the lead was successfully repositioned. There were no additional adverse patient effects. The lead remains in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.